Event description:
At approx 2:10pm family member found pt with head caught (at the level of cheekbone) in the rectangular (8"x7") section of the right top bedrail. The nursing staff made several unsuccessful attempts to release the pt at which time the city fire dept was called. The fire dept used the hydraulic pedal cutters to cut the siderail apart and the pt was released from the entrapment. The time frame for the entrapment was 65 minutes during which time the pt's head was supported by the staff. Pt's face circumference at the level of cheekbone is 25". Pt's vital signs remained stable and there has been only minor abrasions on the face at the level of the cheekbones.